Event description:
It was reported that during a laparoscopic appendectomy procedure, the device fired, but would not release. Unknown how the device was released or what firing it occurred. Unknown how the case was completed. There was no patient consequence. There is no additional information available about the event. The device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The batch record was reviewed and no anomalies were noted during the manufacturing process.